Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18563, 18565. The pt had 2 anchors (from the same lot) implanted as part of her scs system. It was reported the pt went to the emergency room on (B)(6) 2013 and the pt's scs system was explanted due to an infection.